Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a post-operative check to a pacemaker system implant. It was noted that the atrial lead had fallen into the ventricle. The physician repositioned the lead on (B)(6) 2019. The patient was in stable condition.